Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Auto calibration failed while performed filament calibration and this happened while trying to calibrate 80kvp 100ma. 2d scan was successful. Dose measurements performed to verify mas flow, 120kvp=1.3mas which indicates that it is out of speck reading and indeed, the auto calibration did not correct it. The auto calibration failed from the start. Asked to get small and large calibration readings table, manually. When returned on site, manual flouro calibration failed when increased the value of e17 and e22 , ticking sound came from the hv tank and the generator stopped with no error. Tried this several times with no result. 2d and 3d visual was fine. Manual flouro calibration failed when increased the value of e17 and e22 , ticking sound came from the hv tank and the generator stopped with no error. Tried this several times with no result. X-ray tube removed to observe the anode and cathode plugs, also hv anode and cathode cables found ok. 3rd cable, x ray tube rotor was found ok. After placing all back the problem still remain as before. When returned for another system checkout, performed troubleshooting according generator error 15. Performed generator to x ray tube cable check. Tube filaments passed resistance test and filament transformer tank (5 ohm). Filament driver bi71000515 replaced. At the following system checkout, checked and adjusted the generator memory parameters to understand the ticking sound problem form the hv tank. Need to replace: bi71000579 svc kit bi71000579 atp console etos. Bi31000119 eprom bi31000119 ht u5 eprom. The w.s.(1-8) configuration ware changed but after that the system did not make 2d and 3d.(the kv; ma values did not show on the pendent). When returning on site, compared the work stations 1-8 parameters to the mni system and found some changes. After changing the ws parameters reboot the system and the machine back to live. Made 2d and 3d scans. The generator memory values back to the parameters from the 7 jun 2019 (before changes). When arriving onsite noticed that the maximum dose output and auto calibration where not completing/changing dose output levels after manual calibration. After checking the work stations and trying to perform the kv loop and ma loop calibrations we noticed that the ma loop calibration was also not being able to finish. Replaced ht board with eprom chips. Succesfully performed kv loop, ma closed loop calibrations. However the auto calibration was still failing and the rad/fluoro calibrations where also failing. Replaced atp board with eprom chips. Succesfully finished kv loop, ma closed loop, rad/fluoro calibrations. However the auto calibration kept on failing at different stages of the calibration process. After trying around 5 times we decided to manually fill in the missing values and we used the calibration values from a successful autoc alibration in jan-2019. 3d scans at different kv¿s and ma¿s performed. No issues. Then when we proceeded with the manual calibration we found out that the values where not changing again. The dose output stayed the same even when adjusting the e17 and e22 values with 10 from 145 to 155. The output remained the same. On higher ma¿s t he crackling noise from the hv tank area came back and at this point in time we decided that we could not solve the issue and that we will need support from the mnl factory team. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional troubleshooting and system checkout was performed on site. Troubleshooting showed that the x-ray tube was defective. The issue resolved after replacing the x-ray tube and interface control board. Component calibration and dose measurements were performed after part replacement. Additionally, the system functions were checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the hv tank, inverter, pcba interface control, pcba ht controller, pcba filament driver, x-ray tube, and eprom were returned to medtronic for analysis. Electrical failures were confirmed with the eprom, x-ray tube, pcba filament driver, and hv tank. Fdm 10, fdr 120, fdc 4307 apply to these analyses. No failures were found with the inverter, pcba interface control, and pcba ht controller. Fdm 10, fdr 213, fdc 4315 apply to these analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) correction: d11. Concomitant product information: tube bi40000025 x-ray a132 b100t, lot# 82610-m4, UDI: (B)(4); pcba bi31000120 intfc ctrl r f w/o hv, lot# g63442 / m1340qcq, UDI: 00613994374257 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the atp console with lot number rev. 8 : s/n (B)(6) was returned to medtronic for analysis. No failures were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that troubleshooting showed failure in tank and/or inverter section of the generator. Further troubleshooting necessary to identify replacement spare parts. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system outside of a procedure. The caller indicated that x-rays could be done up to about 75 kv, but after that the generator stops working. The time that the generator stops depends on the height of the kv, "higher-faster stop." When running at around 85 kv noise could be heard which was getting a bit louder when the kvp was increased. The noise comes out "somewhere" from the generator, but the location could not be identified and then the generator stops x-rays, however there was no any error message anymore, error e13 had appeared before. The issue was thought to be an hv tank issue and that the inverter would possibly need to be replaced. There was no patient involved with this issue.